Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer stated that the insulin pump alarmed no delivery, she had not eaten. The current blood glucose reading is 163 mg/dl. The blood glucose reading at the time of the event was 398 mg/dl. Customer was dehydrated, headache, fatigued, labored breathing, neuropathy flare up and fever. Customer stated that she treated with 14 units of insulin before going to the hospital. The blood glucose reading did not register before manual injection. Hospital treated with IV fluids and insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.